Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited noise, oversensing, pacing inhibition and high out of range impedance measurements due to an apparent lead fracture. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.